Event description:
It was reported that the cartridge became cracked. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. Customer delivered a bolus to address bg levels. The customer changed the cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: health impact code 2199-rmoved, h6; type of investigation 4114 -added